Event description:
Caller reported a malfunction on the pump while it was being charged during a shower. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. The customer was informed by technical support that their pump would be replaced, and a pump with updated software was sent as a replacement. The customer was provided with instructions on how to store and return the malfunctioning pump to tandem using a pre-paid return label. They were also advised on steps to take with the new pump, which the customer understood and acknowledged. There was no backup therapy available, and the customer planned to contact their healthcare provider.